Manufacturer narrative:
Results: the velocity was fractured approximately 45.0 cm from the hub. During functional analysis, the velocity was fractured; therefore, the device could not be functionally tested. Conclusions: evaluation of the returned velocity confirmed damage on the mid-shaft. The velocity was partially fractured. Based on the damage and lock of stretching near the fracture site this damage was likely due to a kink. If catheter is manipulated against resistance or at extreme angles, damage such as a kink may occur. The root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system jetd reperfusion catheter (jetd) and a non-penumbra stent retriever. It was noted that the patient anatomy was tortuous. During the procedure, the physician advanced the velocity through the jetd and into the target vessel. Then, while advancing the stent retriever through the velocity, the physician experienced resistance, and subsequently, the proximal end of the velocity broke. It was reported that the proximal end of the velocity was sticking out of the jetd; therefore, the physician pulled the velocity to remove it. The procedure was completed using a new velocity, the same jetd and the same stent retriever. There was no report of an adverse effect to the patient.